Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of depletion of the 14v batteries resulting in a pump stop was confirmed via the submitted log files. On 03dec2025, low power advisories activated and transitioned to low power hazard alarms due to routine battery depletion. These alarms progressed into no external power alarms on 03dec2025, 20:10:02 due to the 14v batteries completely depleting. The backup battery supported the pump as intended during the loss of power. On 03dec2025, 22:07:39, the backup battery completely depleted leading to the pump stopping and the controller losing total power. Power was restored to the pump ; however, the duration of the pump stop was unknown due to the controller clock being reset to a default timestamp. The controller clock reset is consistent with the full depletion of the backup battery. The controller appeared to be operating as intended throughout the log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the full battery depletion was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and the patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory, low voltage hazard, power cable disconnect, no external power, and backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. Heartmate 3 instructions for use, section 5 entitled ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 entitled ¿system operations¿, explains how to properly replace the backup battery. Section 2 of the IFU, entitled ¿system operations¿, explains the operation of the controller backup battery. This section informs the user the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for a patient who had passed away per their family's request. The event log file captured low voltage advisory events on battery power starting (B)(6) 2025 at 1753 through 2001, when the alarms turned to low voltage hazard events from 2001 through 2010. External battery power was depleted which enabled the backup battery (ebb) in the system controller to alarm with "no external power" events from 2010 through 2203. The ebb was then depleted and the vad turned off. The controller was eventually connected to one battery which reset the controller internal clock to a default of (B)(6) 2000. It could not be determined how long the ventricular assist device (vad) was off due to the reset of the controller¿s timestamp. The log file shows that the driveline was disconnected but the time could not be seen due to the clock resetting.